Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl. The customer alleged that the pump¿s bolus feature was not working appropriately and contributed to their bg level; however, this could not be confirmed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.